Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. Contacted the customer and obtained the following information: the reporter stated they could no longer use the console. They contacted technical support for assistance. The console was completely turned off and on again but to no avail. We started the procedure by only using the duo console. The procedure was completed and there was no injury to the patient. The master tool manipulator (mtm) was disabled.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an intuitive surgical inc. (Isi) clinical territory associate (cta) reported to an isi technical service engineer (tse) that the customer had a black eye in the surgeon side console (ssc) and that one of the master tool manipulators (mtm) in the other console was vibrating. Tse confirmed error 121 on the second console and that the left screen was not working correctly. Tse requested to restart the system and check the blue fiber cable (bfc). The customer called back and stated that they power cycled the system and restated the bfc; however, the issue persisted. Tse requested restart ones more with power removal and the customer stated the message "check input signal", was observed. Tse explained that the screen was most likely okay but that the cable and or personality module surgeon console (pmsc) was defective. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the high-resolution stereo viewer (hrsv) and personality module surgeon console (pmsc). The fse was not able to reproduce the vibrating master tool manipulator (mtm). System was tested and verified as ready for use. As of the date of this report, the hrsv and the pmsc has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The high resolution stereo viewer (hrsv) was returned for failure analysis (fa). Fa was able to reproduce the reported complaint. In the system logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the printed circuit assembly (pca) test system. Powered on showing a blank screen. The personality module surgeon console (pmsc) was returned for fa. Fa was not able to confirm nor reproduce the reported complaint. Upon visual inspection, no issues were found that could be related to the report issue. The pmsc was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified. Fa was able to conclude that no root cause could be attributed to the report event. The probable root cause of the reported image issue can be attributed to a fault of a component or module within the affected hrsv. Furthermore, the probable root cause of the reported mtm vibration cannot be determined based on the information provided and fse's field evaluation. The fse was unable to replicate the reported issue, and the service visit did not reveal any other issue related to this event.